Event description:
A healthcare professional reported that cutter was faulty and the shaver was not working. Additional information requested and received that the event occurred during the vitrectomy surgery. The surgery was completed by replacing the pak. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.6. And h.11. A sample was not received at the manufacturing site for evaluation for the report. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The pictures attached were reviewed by the manufacturing site. Picture, one shows a cassette with a note. The reported issue of the cutter was faulty, and the shaver was not working cannot be confirmed from the picture. Picture two shows the lot information is confirmed from the tray label. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe was received, without a tip protector, in a tray, for the report. The sample was visually inspected and found to be nonconforming with the probe needle bent, orange/brown foreign material on the port face, welded cap and in the port, and white foreign material on the needle. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for aspiration and cut, and nonconforming for actuation. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was observed to be bent. Gouge marks observed at the cutting edge and several other locations along the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio-frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The pictures attached to the parent file were reviewed by the manufacturing site. Picture 1 shows a cassette with a note. The reported issue of the cutter was faulty and the shaver was not working cannot be confirmed from the photo. Picture 2 shows a pak tray, the lot information is confirmed from the tray label. The complaint evaluation does not confirm the probe had a cut failure. The complaint evaluation confirms the probe had an bent needle and actuation failure, which can be perceived as cutter was faulty. The root cause for the actuation failure as well as the foreign material observed is due to the excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe has experienced a use much greater than this typical timeframe. The excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. A secondary contributing factor of the actuation failure is from the bent needle and bent inner cutter. A bent needle can impede the movement of the cutter shaft. This interference is present as observed from the visual condition of the inner cutter. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site, including use during surgery. The reported cut failure was not confirmed, it appears that the observed actuation failure was due to excessive use of the probe by the user, and an exact root cause for the bent needle and the bent inner cutter could not be determined from this evaluation; therefore, no specific action with regard to this complaint was taken by the manufacturing site. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that cutter was faulty and the shaver was not working. Additional information requested and received that the event occurred during the vitrectomy surgery. The surgery was completed by replacing the pak. There was no patient harm. Names of any other regulatory authorities to which these events have been reported: u.s. Food and drug administration date of the reports: 02/20/2024 08:31 am. Serial number/lot number: (B)(6). Batch number: na. Software version: na. Current known location of the medical device involved in the event: manufacturer any hcr / licensed manufacturer, or licensed distributor comments: na any other countries in which the medical device is known to be on sale or supplied: list countries by referencing the sales report: albania, algeria, argentina, armenia, australia, austria, azerbaijan, bahrain, belarus, belgium, brazil, bulgaria, canada, caribbean, central america, chile, china, colombia, croatia, czech republic, denmark, ecuador, egypt, finland, france, georgia, germany, greece, hong kong, hungary, iceland, india, indonesia, iraq, ireland, israel, italy, japan, jordan, kazakhstan, kenya, korea, kosovo, kuwait, kyrgyzstan, latvia, lebanon, libya, macedonia, malaysia, malta, mexico, moldova, mongolia, montenegro, morocco, myanmar, namibia, netherlands, new zealand, oman, other middle east, pakistan/afghanistan, paraguay, peru, philippines, poland, portugal, puerto rico, qatar, romania, russia, saudi arabia, serbia, singapore, slovakia, south africa, spain, sweden, switzerland, syria, taiwan, thailand, tunisia, turkey, UK, ukraine, united arab emirates, uruguay, us, uzbekistan, venezuela, vietnam, and zimbabwe. Table 1: sales data: south africa sales: (B)(4); worldwide (excluding south africa) sales: (B)(4). Sales search criteria: assy, ship, cmb 25+ 10 cpm v .9 family from 01-mar-2023 to 29-feb-2024. Table 2a: similar events data: assy, ship, cmb 25+ 10 cpm v .9, no longer probe vit would not cut or actuate. South africa similar events: 3 worldwide (excluding south africa) similar events: 670 similar events data (similar events are presented irrespective of root cause) [no longer probe vit would not cut or actuate] table 2b: rate ((B)(4)) south africa rate: (B)(4). Worldwide (excluding south africa) rate: (B)(4).